Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the uretero-reno videoscope exhibited it failed in the sterrad and then had black liquid coming out of the tip. The issue occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. The type of foreign material could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to a tear inside the instrument channel and forceps channel and leak in the bending section cover. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.